Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noisy signals resulting in four seconds of asystole. Because this was the only episode, the physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported. Information was requested regarding the healthcare facility and lead serial number, but a response has not yet been received.